Event description:
Additional information received reported that the patient had been seen in the clinic on (B)(6) 2013 and the patient was in overdischarge. Instructions were written out for the patient¿s mom on how to get out of overdischarge. The manufacturing representative had not heard from the patient until his next appointment, even though they had expected to since a power on reset (por) was expected after overdischarge.

Manufacturer narrative:
Concomitant products: product ID 3708240, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3587a25, lot # n226144, implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3587a25, lot # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3587a25, lot # n181109, implanted: (B)(6) 2011, product type lead; product ID 3587a25, lot # n195408, implanted: (B)(6) 2011, product type lead.

Event description:
It was reported that a pediatric patient was having problems recharging. The patient¿s mother was having trouble with the recharger. It was noted that the patient was around (B)(6). Additional information was requested but not available at the time of this report. It was later reported that the patient had one overdischarge prior to (B)(6) 2014 though it was unknown when. The recharger would not communicate with the implantable neurostimulator (ins) on the date of this report. It was noted that the clinician programmer had been able to communicate and indicated that the ins was low and needed charging. An antenna locate with the recharger was performed and a power on reset (por) message was seen and they were then able to start a normal charging session. The patient¿s mother had not thought she had ever cleared the por from the previous overdischarge because she had continued to see the ¿call your clinician¿ screen since the last overdischarge. They had been charging the ins every 3 days since the last overdischarge but had continued to see the ¿call your clinician¿ screen. There was an end of service (eos) message seen on the recharger while on the call. The patient had good seizure control since the last overdischarge. There was no resolution for the eos other than an ins replacement. It was noted that the healthcare professional may not replace since the patient had good seizure control though ins had not b een turned on for some time. The manufacturing representative had helped the patient get out of overdischarge about 4-6 months prior to the date of this report. It was later reported that the clinician programmer had confirmed the battery was in eos. All hours were used and the diary data was wiped out. Patient had 3 overdischarges and that was the reason for early eos. Since implant on (B)(6) 2011 the device had been used for only 85 days, 6 hours, 42 minutes and 28 seconds. Additional information received reported data files were analyzed. The patient was not going to do anything right now because seizures were well controlled without using the device. If seizures resumed and could not be controlled they would consider a battery replacement then.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) reported that they were changing from the implantable neurostimulator (ins) to a primary cell battery as previously reported issues were now being addressed. The reason they were going to a primary cell was because the patient was young and was not recharging consistently and would not let the mother recharge either.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a health care provider (hcp) via a manufacturing representative reported there were multiple implantable neurostimulator (ins) overdischarges. A language barrier may have been a contributing factor and the patient and their mother were unable to maintain the device. Attempts to trickle charge the ins was done, but the patient decided to have the ins replaced and a primary cell ins implanted. The issue was resolved after replacing the ins. The patient was alive with no injury.

Manufacturer narrative:
The implantable neurostimulator (ins) battery reached end of service (eos) due to three overdischarges. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3587a25, lot# n226144, implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3587a25, lot# n248810, implanted: (B)(6) 2011, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 3587a25, lot# n181109, implanted: (B)(6) 2011, product type: lead; product ID 3587a25, lot# n195408, implanted: (B)(6) 2011, product type: lead. (B)(4). The device was used for an off label indication. The indication the device was used for was epilepsy/seizure disorder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.